Event description:
It was documented that customer had high blood glucose in the 600 mg/dl and 700 mg/dl after insulin was changed from humalog to novolog. Customer also reported that buttons on keypad were difficult to press and buttons had to be pressed more than once. Customer declined being transferred to helpline. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.